Event description:
The customer reported intermittent communication error messages which, per the fse, required rebooting. This resulted in an intermittent loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sys interface pcb was evaluated and replaced. The sys was tested and found to be working as intended and returned to service.